Manufacturer narrative:
Alleged failure: the flow wouldn¿t stay consistent, pressure kept hoping around and losing vision the failure identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping/storage conditions, or manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during the procedure.